Event description:
Allegedly, patient suffering from shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility. Mom complications. (Left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00056.